Event description:
It was reported that this pacemaker exhibited t wave oversensing in stored nonsustained ventricular tachycardia episodes. Technical services (ts) provided a review, noted the possibility of using auto gain control, how it functions and how it can prevent t wave oversensing. This pacemaker remains in service. No adverse patient effects were reported.